Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified after the treatment date. Energy check was only performed during startup and not as recommended every two hours. Log file shows twenty successfully performed treatments. The reported treatment could be identified in the log file. The review of log file for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The ablation test was performed successfully and without problems. The log file shows that the beam control check (bcc) for right eye was done about fifty seconds before laser fired instead of immediately before firing. No relevant deviation between planned and performed energy is detectable for the reported treatment. Treatment for right eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported multiple patients with rainbow glare post-operatively. Additional information has been requested. There are multiple related reports for this event. This report addresses the patient initials jh, right eye, and other manufacturer reports will be filed for the other patients.